Manufacturer narrative:
This manufacturer report #3006617478-2015-00017 has been prepared further to reception of the attached importer report (B)(4).

Event description:
Patient had an open ventral hernia repair on (B)(6) 2015 with surgimesh xb tintra e-1522. The abdominal wall incision never healed and opened up. On (B)(6) 2015 another doctor at the (B)(6) medical center did an open exploratory laparotomy to debride and irrigate the wound in an attempt to clear up the infection. On (B)(6) 2015 and (B)(6) 2015 a second and third open exploratory laparotomy was performed to irrigate and debride the wound. During the final irrigation and debridement the tintra e-1522 was removed. Per hospital policy the tintra e-1522 was kept at the hospital and finally disposed of. The sterility and acceptability for clinical use of the surgimesh xb tintra e-1522 was confirmed through the manufacturer lot history records.